Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure, the customer encountered a 32097 error on universal surgical manipulator (usm) 2. The issue was previously reported and a usm was replaced previously. The system was hard power cycled and restarted however, the error returned. The customer stated they were not using any spray or excessive cleaning of the system.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator to correct the reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found the errors were confirmed. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system but disable by error 32056. The usm was then installed onto a pftp where all relevant testing was passed within specification. Once testing was completed, the field replaceable units (fru), fru pogo connector pin (fpc), printed circuit assembly (pca) was inspected, and no faults could be identified. The insertion gearbox assembly was aba tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to the fcp (fru) pca and the insertion gearbox.